Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. Philips technical support (ts) advised customer to check with rt to verify if it was high o2 alarm or high internal o2 alarm. Customer states they do not know the age of the o2 cells. The customer also stated that the vent is stored in a very hot room then taken to a cooler room for extended self test (est) and preparation. The customer was advised o the temperature variances that can cause the o2 cell to drift. Ts suggested letting the o2 cell acclimate for 30 minutes before performing est. Customer has new o2 cells on order. Further discussed the high internal o2 alarm to include manual troubleshooting procedures and parts ID for the sensor printed circuit board (pcb). The external o2 sensor was replaced to address this issue. The customer reported the vent is back up and running. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported the unit passed extended self-test (est) but started alarming high o2 shortly after. There was no patient involvement.